Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Field service evaluation confirmed the customer reported complaint. The fse replaced the universal surgical manipulator (usm) and the fiber optic backplane cable to resolve the error issue seen in the log. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis of the returned usm confirmed the customer reported error issue. The unit was tested on an in-house system and failed normal mode. The unit was also tested on a psc fixture test platform (pftp) and passed lissajous, cva, sine cycle, and brake tests, but failed the fiber test on the parallelogram. The parallelogram assembly will be replaced as a fix. The probable root cause is attributed to a component failure. A site's log review was performed. Per the review, the following was confirmed: system serial (B)(4), event date (B)(6) 2022, console surgeon name, and procedure inguinal hernia-unilateral/ general surgery. No image and/or video clip associated with this reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: the system displayed several non-recoverable faults, and the universal surgical manipulator (usm) was in an unacceptable state after the start of the procedure. Complaint investigation also confirmed that the field service engineer (fse) replaced the usm to resolve the recoverable error issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted inguinal hernia-unilateral surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted the isi technical support engineer (csr) regarding the recoverable fault. The surgeon pressed recover and continued with the case. The isi tse reviewed the logs and noted several faults on the universal surgical manipulator (usm) 1. There was no patient injury reported. Isi followed up with the initial reporter and obtained the following additional information: the isi csr was unable to provide or get correspondence to the follow up questions.